Event description:
The caller reported that her father has a 9sct tracheostomy tube that will not hold air. The caller reported that the pt has had the tracheostomy tube in place for under a month. The caller reported that the pt inflates the cuff at night for ventilation assistance.

Manufacturer narrative:
The lot number is unk. No analysis or conclusion can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and, failure investigation results provide new or significant info, a follow-up report will be submitted.